Manufacturer narrative:
Qc conducted prior to this event recovered within customer's specifications, but customer stated that level I qc initially recovered out high and was in range upon repeat. System check performed prior to the event passed. The specimens were collected in bd, plastic, lithium heparin tubes with gel separators and centrifuged at 3,000 rpm for 10 minutes at ambient temperature. Per customer, the samples appeared free of fibrin and were tested immediately after centrifugation. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse had customer perform a system check prior to arriving which partially failed. The fse replaced aspirate probes and peri-pump tubing, and then repeated the system check which passed within specifications. The fse conducted diagnostic test which met specifications. The fse verified instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a and b samples were tested for accu tni and results of 0.59 ng/ml and 0.65 ng/ml were obtained for patient a and b respectively. The accu tni results were not reported out of the lab. The original samples of both patients were tested for accu tni on a different instrument in the customer's lab and 2 results of 0.01 ng/ml were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.